Event description:
A warning message about overload condition during shock was displayed during routine f/u of the device involved in this report. Nevertheless, no shock was delivered by the device during f/u period.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.